Manufacturer narrative:
(B)(4). Date of follow-up report: 12/01/2015. Evaluation of the incident pencil found it to self-activate. The investigation identified the root cause to be a metal chip within the powerbus causing a short. No trend has been identified for this failure mode. Review of the device history records did not identify any pertinent entries.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
Covidien (B)(6) reported that during incoming inspection, when the pencil was plugged into the test equipment, it sounded an alarm even though the button was not pushed. Covidien's initial evaluation of the incident pencil found the pencil to self-activate.